Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. However, a picture was provided for the evaluation. Upon visual examination, the reported condition is confirmed. The issue is related to manufacturing/production process. As part of continuous improvements, a corrective action has been opened. The root cause and the action plans will be documented through corrective and preventive action (CAPA).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the feeding tubing appear to leak between the enplus spike and the polyurethane tubing.